Event description:
The customer stated that she was hospitalized for low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly expect for the time which was accidentally set to am instead of pm. The customer could not continue troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.